Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate/sense channel that lead to inappropriate shock. The patient had received anti-tachycardia pacing (atp) which accelerated the rhythm and a 41 joule shock was successfully delivered. It was reported that the patient experienced a similar instance two days later. The patient's thresholds had increased a little; however all other lead measurements were stable. It was reported that the patient was not pacer dependent and had an underlying rhythm. The patient later underwent a revision procedure and it was reported that the rate/sense portion of this lead was surgically capped and abandoned as it had "frayed". No further details have been reported. A new rate/sense lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.